Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. Log review showed a large motor current spike with subsequent drop in flows (approximately 4.1 liters per minute (l/min) to 2.8 l/min), step up in placement signal, and rise in purge pressure. The pump was then successfully weaned and explanted within seven hours. It was noted that the patient was not heparinized due to pericardial drain. Also, biomaterial was observed in the outflow cage upon explant. The root cause of the low pump flow was most likely biomaterial since there was a large motor current spike in the data logs prior to the abrupt drop in pump flow. B.3 revised date of event as it was previously entered incorrectly on the initial manufacture device report number 1220648-2025-26371. G.3 date of awareness should of reflected 5-feb-2025 on the initial manufacture device report number 1220648-2025-26371.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Optical signal issue. . Log review showed a drop in cvp and signal not reliable (snr) with optical sensor related placement signal not reliable (psnr) alarms and suction alarms in the first day of support. The cvp was below 0 mmhg for much of this time indicating a lack of pressure and therefore suction. Although the snr decreased intermittently, the rest of the optical parameters did not indicate sensor issues. No more psnr alarms occurred past the first day of support. The root cause of the optical signal issue was most likely patient condition related since the drop in cvp was occurring alongside suction alarms and no other abnormalities were found that would suggest sensor damage or issues. Low pump flow. Log review showed a large mc spike with subsequent drop in flows (~4.1l/min to 2.8l/min), step up in placement signal, and rise in purge pressure. The pump was then successfully weaned and explanted within 7 hours. It was noted that the patient was not heparinized due to pericardial drain. Also, biomaterial was observed in the outflow cage upon explant. The root cause of the low pump flow was most likely biomaterial since there was a large motor current spike in the data logs prior to the abrupt drop in pump flow. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella rp had placement signal not reliable alarms, while on patient support. Several days later, the pa pressure on the flex abruptly increased with matching motor current spike. Flows dropped. Xray ordered and position stable and appropriate. The patient relatively unchanged with the drop in flow. Patient labs will be drawn every hour and if patient tolerates wean, the impella will be removed. MDR report required for the malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. Low pump flow presented during support. The patient continued on support until the device was successfully weaned. There was no patient harm reported.